Manufacturer narrative:
Clinical evaluation performed by medical affairs manager. Revision in tka 2 years after primary for joint instability. The surgeon decided to revise the implant with a more constrained knee design. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. This is not a problem due to any implant defect or malfunction. Batch review performed on 30 august 2021: lot 172741: (B)(4) items manufactured and released on 13-sep-2017. Expiration date: 2022-aug-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Other implant involved: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 177238. Lot 177238: (B)(4) items manufactured and released on 22-jan-2018. Expiration date: 2023-jan-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Note: the insert has also been revised but we have no information on this.

Event description:
The patient's knee was medially unstable. The surgeon decided to revised all the implants to a gmk hinge system 2 years and 1 month after primary.